Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code and lot number: don¿t have lot number was there any adverse consequence associated with the patient? If yes, please provide more details. No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Yes. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. What was the appearance of the suture during the removal? Normal looking. If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? No. Was the suture trimmed in physician¿s office? No. Was the suture removed in a routine post-op procedure? No. Was the suture removed in a reoperation procedure? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, the suture is not holding tissue like it should as if the barbs on suture are not there. Slips through tissue rather than staying in place. No adverse patient consequences were reported. Additional information was requested.